Event description:
It was reported that the user experienced a low glucose alert from the cgm indicating 43 mg/dl for over one hour, and a confirmatory fingerstick measured 68 mg/dl; the user was unsure of the timing of recent corrective carbohydrate intake, and the agent advised consumption of 15 grams of fast-acting carbohydrates with a plan to follow up to confirm stabilization and to calibrate the cgm if needed. Symptoms included none reported. Outcomes included management of hypoglycemia with oral carbohydrates and planned monitoring for return to range. Investigation included troubleshooting and education on low glucose management, confirmation with a fingerstick, consideration of cgm calibration, and synchronization of device data. Investigation of this case revealed a discrepancy between cgm and fingerstick values with unclear cause of hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.